Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a procedure performed on (B)(6) 2015. According to the complainant, the lead suture became severed and only half of the sling was able to be attached. There were no patient complications reported as a result of this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Problem of lead suture detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.